Event description:
It was reported that "the user felt something wrong with the applier during a laparoscopic hepatectomy, probably because the one of the jaws was broken caused by the jaw pin detachment. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell/remained in the patient and no patient injury occurred.".

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "per customer provided information the DHR for the alleged defective medical device was reviewed and found complete without any irregularities. The alleged defective instrument was produced at the tecomet, inc. Kenosha, wl facility as part of a 50 pc. Lot in may of 2019 from lot number 06f1871331. It was found that this order was made from the correct materials and components, and all approved processes were followed. A visual and functional inspection was conducted, and it was found that the jaws and the outer tube are broken/bent due to excessive force applied by end user and misuse of the device, resulting in the rivet to pop making the device defective and fully non-functional. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the user felt something wrong with the applier during a laparoscopic hepatectomy, probably because the one of the jaws was broken caused by the jaw pin detachment. Therefore, the applier was replaced with a new one to complete the procedure. Nothing fell/remained in the patient and no patient injury occurred."

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.